Event description:
It was reported that vessel perforation occurred. The target lesion was located in the left anterior descending (lad) artery. A 300cm choice pt guidewire was selected for use. However, during procedure, the wire was advanced accidentally to very distal lad and caused a perforation. An echocardiogram was performed to rule out pericardial effusion and a balloon was inflated proximal to the perforation to allow it to self seal. There were no patient complications reported and the patient status was stable.